Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2440063. A search of the complaint database search finds additional reported incidents against lot code 2569096 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what previously alleged, ppf elevated metal ions. Added stem due to new allegation. Updated patient harm. Added expiration date of the head, liner, stem and law firm in the facility name.